Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 170 mg/dl at the time of incident. Customer stated that the insulin pump had a constant tone and no alarm occurred prior to the tone. The tone did not disappear after the screen was turned off. The product will not return for analysis.